Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that the patient was on low dose stings and usually feels stim but within the past week patient noticed stim suddenly stop working. A connectivity check shows all contacts as red x's and electrode impedances at 0.7v also show all out of range. The patient hasn't had any falls/trauma and they've maxed out amplitude in the office on current programming and patient didn't feel anything. The rep set up a new program and patient still didn't feel any stim. Impedances at 3v and checking various reference electrodes showed everything over 40k ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause was not determined. The managing physician took x-ray images of her entire system to check for disconnection of the leads or shearing, but nothing obvious could be seen. The managing doctor is going to discuss a possible lead revision or full system replacement with the patient.